Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade iii" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and seroma-late.

Event description:
Patient reported "rippling and was informed of the recall". Healthcare professional reported "rippling, pain, folding, no signs of rupture, discreet seroma and capsular contracture, baker grade iii." The device remains implanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
Later the patient reports that had to undergo emergency breast implant surgery on (B)(6) 2025 because breast was swollen and had a fever. The physician reported that the implant had encapsulated. The device has been explanted.